Event description:
The customer called and stated that the insulin pump was delivering too much insulin. Advised the caller that the insulin pump delivers insulin based on what it is programmed. The customer stated that the basal are continuously going, and paramedics recommended having the insulin pump placed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.